Manufacturer narrative:
Patient's weight, date of birth, ethnicity and race were asked, but the dentist refused to provide. Multiple follow-ups were made to ask for product; however, the product has not been returned. Once the evaluation is completed or product is returned for evaluation, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an allergic reaction while using the comfort splint device. The patient reported to develop hives around lips 1 day after using the device. The patient stopped using the device the next day. Specific timeline when patient experienced reaction was not provided. It was reported the reaction lasted several hours after the patient stopped using the device. The patient did not require any treatment. The patient's status is reported as stable. Adjustment was made to the right posterior of the device prior delivering to the patient. The device was cleaned with a toothbrush and toothpaste.

Manufacturer narrative:
The actual device was not returned for investigation and analysis. The device was manufactured per patient's custom prescription (rx). The lot number of the device's material was reviewed and found no non-conformances. Testing was completed on a thermoformed device, similar to the suspect product. A series of biocompatibility test were performed and it was found that the sleep device materials were found to be biocompatible. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation, found in any of the test articles. There were no issues found with the test articles. The incident is being monitored, tracked, and trended.